Manufacturer narrative:
The reported event of capture problem was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality, and capture test performed under nominal conditions found no anomaly. Further analysis of the output signal found normal pacing parameters. Additionally, visual inspection of the header and connectors revealed no contamination or foreign material that could contribute to the event. The device was in normal rage of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. The patient's pacemaker was found to exhibit a capture anomaly. The pacemaker was explanted and replaced. The patient was in a stable condition.